Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to product performance. No additional adverse patient effects were reported. Additional information was obtained; the lead became dislodged. The previous physician placed the lead poorly; dislodgement was confirmed through x-rays. The lead will not be returned for analysis as it was discarded.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to product performance. No additional adverse patient effects were reported.